Manufacturer narrative:
The device was evaluated and tech found foot pedal was sticking and therefore releasing unintended discharges of energy. There is no report of the patient becoming injured from the accidental radiation occurrence. Input power socket/switch observed to have excessive arcing. Operator experienced static shock when trying to turn on the device. No additional information was given in regards of static shock. The device history record confirms that the product passed and met all requirements before releasing. Foot pedal and foot switch was replaced. The device was tested and found to be operating as intended within specification. Due to the accidental radiation occurrence, cynosure acknowledges this incident to be a reportable event.

Event description:
It was reported that an unintended discharge of energy was released during treatment while using icon. Sparks were also observed at the back of the device when device was turned on or off. Operator experienced a static shock after turning on the switch.